Event description:
Adverse event(s): "no patient impact reported" (no consequences or impact to patient). Product problem(s): "debris in the patient's eye" (foreign material present in device). The customer reported: there was some debris that come out of something that was found in the patient's eye during the procedure. We think that it might have come from this package. No patient impact was reported. Additional information was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)